Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device with ltf-s190-5 (factory asset) and found that the color bar was displayed without image due to the failure of the video connector receiving lock. The cause of failure of the video connector receiving lock could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, an image abnormality such as vertical noise and color display without image occurred. The subject device was used in combination with ltf-s190. The user reconnected the device and the issue was resolved, so the device was used for the procedure. But since the abnormality recurred, the user reset it again and used it for a short time. The observation was completed and then laparotomy was performed as scheduled. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.